Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right ventricular (rv) defibrillation lead exhibited out of range pacing impedance measurements. The patient contacted a boston scientific company representative and reported a red blinking light on the remote home monitoring system. The patient was referred to the physician. No adverse patient effects were reported. This product remains implanted and in service.